Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 25-apr-2014. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: analysis of the returned device identified: deformation, fold creases, white calcification, wear abrasion. And was observed after autoclave cycle: air voids between shell and gel and cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. No issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Additionally provider reported removal due to patient concern. Treatment has occurred, device has been explanted.